Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life and there was no telemetry or output. This ins was received with no telemetry and no output. Destructive analysis of the ins showed that the battery was depleted. No electrical anomalies were found with the hybrid circuit that would have caused premature battery depletion.

Event description:
Additional review indicated that prior to the replacement, the patient had been programmed to a pulse width of 210 micros and a rate of 50 hz. The amplitude and impedance measurements could not be obtained. It was later stated that the patient was receiving effective therapy following the explant. The patient¿s device was replaced with a rechargeable device since monopolar stimulation was desired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) failed and prematurely depleted. The ins had depleted ahead of expectation so the ins was explanted and replaced. The patient had lost stimulation as a result of the battery depletion. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).